Event description:
It was reported that patient developed an integrated hematoma post implant. The pocket was revised. The device remains implanted and the patient was in good condition after the procedure.